Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that the surgeon could not fire the stapler with this cartridge. It appears from the cartridge that the instrument was partially fired, let go, then fired again and the instrument locked out. Unk who the surgeon was, therefore unable to get more details. A new stapler (tlc55) was opened to complete the case. There was no consequence to the pt. 4/5/99 rep responded to a phone message for clarification and stated that a new cartridge only was opened and not a whole new stapler.